Event description:
Pt with a history of coronary artery disease and episodes of dizziness and near syncope. Dual chamber pacemaker implantation. During implantation, the atrial lead showed some resistance to extension of the screw. However, adequate sensing and pacing thresholds were present, so the device was implanted. The thresholds changed over a short period of time. The lead had not changed position; it was felt that the screw may not have been fully extended. The lead implant was therefore removed and replaced.